Event description:
It was reported that during a da vinci-assisted surgical procedure, before using the equipment, the jaws were strictly inspected and found to be fine. However, during use, it was discovered that the wire in the jaws suddenly protruded. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. The conductor wire was found with the retracted insulation. The instrument failed the electrical continuity test and no signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.